Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# l41795, implanted: (B)(6) 1997, product type: lead, product ID: 3888-28, lot# l41795, implanted: (B)(6) 1997, product type: lead. (B)(4).

Event description:
It was reported that the patient got electrocuted going through metal detectors at (B)(6) on (B)(6) 2014. They were burned on the underline of their bra, their shoes were melted and warped and their head felt like it exploded. Their right side was hot and burning and they lost hearing in their right ear and heard a ringing noise. They have a custom hearing piece because they cannot hear. On (B)(6) 2014 they went in for a hearing test and on (B)(6)2014 they went to a hospital for a brain wave test. They had ¿so much electricity in them¿ that they could not get results from the test. Their health care provider (hcp) said that it came from the ¿electrocution¿ at (B)(6).